Event description:
Customer reported a pt was able to pull the cuff away from the strap. The cuff and strap were separated at the stitching part. Security was able to restrain the pt. The male pt was extremely agitated on (B)(6) 2012; therefore, they applied (4) restraints to the pt. The pt was able to pull away from the wrist cuff straps and the threading appeared possibly looped. The pt was discharged from their facility on (B)(6) 2012, his current condition is stable. There was no pt injury reported.

Manufacturer narrative:
Eval results: - the reported issue was confirmed. Eval of the returned product revealed that one of the connecting straps has been pulled apart from the cuff. The stitching that held the connecting strap is broken and is no longer attached. The blue lycra has been cut and is partially missing from the product. The other cuff does not have a lot wash label on it; the lot number cannot be identified. However, the connecting strap is still attached to the cuff. The buckles on the pair of restraints still lock and unlock as should; used test key 7pk. Note: posey IFU warning: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow pt to remove cuff. Discard if device is damaged. (B)(4).